Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder .

Event description:
It was reported that g7 wearable failure. The sensor was inserted into the arm on (B)(6)2024. The patient experienced wearable failure the day after the sensor was inserted in the arm. It was indicated that the patient did not use the overlay patch, which is misuse of the device. On (B)(6) 2024 the wearable failed at around 1:30 am. It was reported that the patient received an alert/notification that the sensor failed but did not become aware of the issue until waking up. At 8 am upon waking, the patient was reportedly having a hypoglycemic reaction and could not walk or talk for 2 hours. The patient rolled off the bed to drink some juice from the refrigerator. Around 10 am, when the patient reached the refrigerator, she self-treated with carbohydrates. An hour later, the patient consumed more carbohydrates. At the time of the report the same day, the patient was already stable and felt fine. Of note, the patient reportedly did not need to go to the emergency room. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.